Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0un7z, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The patient did not feel stimulation. Therapy was on. The patient mentioned she bumped into a wall but it wasn't a fall/trauma. It was noted that the patient felt stimulation in the correct area. Patient services walked caller through turning stim up. Caller increased from program 2-0.4v to program 2-0.5v. Caller states 0.6v was too strong. Regarding if this was a sudden or gradual change in therapy/symptoms, the patient stated they didn't know if it was gradual or sudden. The patient just has to get to the bathroom right away and it wasn't like that before. Event date: (B)(6), 2015. The situation was not resolved.